Event description:
Medtronic received information regarding a guidance system. It was reported that after a sacroiliac and thoracolumbar procedure, a p ost-operative scan identified that two screws were deviated by a couple of millimeters, with the left l5 screw deviated laterally and the left s1 screw deviated medially. The surgeon did not revise the screws. There was no delay in the procedure and no impact on patient outcome.

Manufacturer narrative:
H3, h6) the system was serviced in the field. In summary, the system operated as intended. An advanced accuracy test and built-in self test were performed and no issues were noted. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.